Event description:
The facility's medical doctor (md) reported an incident inolving a colleague infusion pump. The md stated "apparently there have been multiple failures of these pumps in the past one to two months." "Several events where the pumps have been infusin pressors or nitroglycerin or introprusside in the heart room, have also failed when making adjustments to the rate." Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding serial number of the pumps involved, number of the pumps involved, number of the events, type of the failures, rates and concentrations of medications involved, patients injury and status and medical intervention. No additional information available.